Manufacturer narrative:
The device was tested on (B)(6) 2018 and the reported under-infusion issue was not confirmed. The results of the flow rate accuracy test were -0.73% and -1.08%, which were within the +/-5% specification. The device performed within all specifications.

Event description:
The distributor forwarded an under-infusion issue obtained at the user facility. "This device was put on patient for 5fu infusion for 46 hours. Scheduled appointment for discontinue device showed that it still had approximately 1 day of medication left. The nurse reprogramed and sent patient back hoe. We need to check accuracy on this pump and determine root cause if any. It is possible it was miss programed but ruth wanted to check for sure." The distributor confirmed that there was "no patient issue" for this case. The event date and patient information was not available.